Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005850 - the dentist reported that, after two dental implants were installed in patient¿s mouth, at the time of uncovering to perform the patient¿s prosthetic rehabilitation, it was seen that they had not osseointegrated. Thirty-five ncm of primary stability was achieved and the implants were installed without immediately load.